Manufacturer narrative:
The report field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was due to many hv charges that were occurring within a short period of time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with backup vvi after receiving an alert. No device image was presented. The device was in por and battery at eri. The device was explanted and replaced due to unresolved backup vvi. No further information is available at this moment.